Event description:
It was reported that the arctic sun device did not produce cold only heat. Per review of wo on 07feb2025, no patient identifiers available, no patient impact reported. Per follow up information received via mail on 11mar2025, the device was sent to sorevan depot. The device was under evaluation at sorevan depot.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The system has been tested according to the functional tests and the error does not reproduce. The system is working correctly. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Corrections: d, e, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not produce cold only heat. Per review of work order on 07feb2025, no patient identifiers available, no patient impact reported.